Event description:
It was reported that cardiac resynchronization therapy defibrillator was explanted due to infection. No additional patient adverse effects were reported.

Event description:
It was reported that cardiac resynchronization therapy defibrillator was explanted due to infection. No additional patient adverse effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was successfully interrogated and completed a memory dump. Visual inspection found no irregularities that would have been present when the customer received /utilized the device, and the header was firmly attached. It was noted that the infection could not be confirmed by lab analysis. Although it was noted that the infection was not confirmed, infection is a known inherent risk of the use of the device. Analysis of the returned product is not able to provide relevant information for infection-related allegations.